Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed with respect to the alleged issue of the ct7a wheelchair's seat frame being cracked on both sides. The underlying cause could not be identified.

Event description:
The seat frame was cracked on both sides.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated the seat frame on was cracked on both sides.